Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. There is no device failure and the custom device was designed correctly to the imaging provided by the healthcare facility. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product return, pre- and postoperative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that a revision procedure had occurred subsequent to the original procedure in (B)(6) 2016.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Unknown at this time if the device will be returned following the planned revision surgery.

Event description:
It was reported that a revision procedure had occurred subsequent to the original procedure in (B)(6) 2016.